Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-06297. It was reported that stent dislodgement and stent damage had occurred. A 90% stenosed target lesion was located on a severely tortuous and severely calcified distal left circumflex artery. Following predilatation, a 2.75 x 24 synergy drug eluting stent delivery system (sds) was advanced, however, significant resistance was encountered. When the physician tried a two wire technique and anchor balloon, the sds was able to be advanced to the middle of the lesion but no further. The physician attempted to remove the sds but because of concern that the stent would dislodge, the physician cut the hub of the sds shaft and covered the shaft with a non bsc guide catheter. While retracting the sds, the stent dislodged inside the guide catheter, around the second diagonal of the left anterior descending artery. The physician delivered a 1.5-15mm non bsc balloon catheter to the distal side of the stent and inflated the balloon to deploy the stent. The balloon was exchanged with a 2.75-15mm non bsc balloon to further inflate the stent. An opticross imaging catheter was delivered to observe the stent, however. The exit port of the opticross became stuck with the distal edge of the stent. A non bsc microcatheter was delivered via the guidewire in a failed attempt to push the opticross. The stent became deformed and entangled with the opticross. The physician attempted to remove the stent and opticross together, with no success. Part of the stent and the tip of opticross remained inside the patient and were covered with a synergy 3.5-24mm stent to complete the procedure. No further patient complications were reported and the patient was monitored.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The stent delivery system (sds); was returned for analysis but without the hub of the shaft. The stent was deployed inside the patient and therefore not returned for analysis with the device. Based on the complaint report part of the stent remained inside the patient and there was no mention of what happened to the other part as it was not returned for analysis. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were disturbed from their folded positions and dried blood was present inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure and manipulation. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink on the shaft polymer extrusion at 90mm distal of port bond. Based on the complaint report and the analysis completed the kink most likely occurred during attempts to withdraw the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-06297. It was reported that stent dislodgement and stent damage had occurred. A 90% stenosed target lesion was located on a severely tortuous and severely calcified distal left circumflex artery. Following predilatation, a 2.75 x 24 synergy drug eluting stent delivery system (sds) was advanced, however, significant resistance was encountered. When the physician tried a two wire technique and anchor balloon, the sds was able to be advanced to the middle of the lesion but no further. The physician attempted to remove the sds but because of concern that the stent would dislodge, the physician cut the hub of the sds shaft and covered the shaft with a non bsc guide catheter. While retracting the sds, the stent dislodged inside the guide catheter, around the second diagonal of the left anterior descending artery. The physician delivered a 1.5-15mm non bsc balloon catheter to the distal side of the stent and inflated the balloon to deploy the stent. The balloon was exchanged with a 2.75-15mm non bsc balloon to further inflate the stent. An opticross imaging catheter was delivered to observe the stent, however. The exit port of the opticross became stuck with the distal edge of the stent. A non bsc microcatheter was delivered via the guidewire in a failed attempt to push the opticross. The stent became deformed and entangled with the opticross. The physician attempted to remove the stent and opticross together, with no success. Part of the stent and the tip of opticross remained inside the patient and were covered with a synergy 3.5-24mm stent to complete the procedure. No further patient complications were reported and the patient was monitored.